Event description:
While doing a portable/bedside CT of head, the bed slowly dropped into trendelenburg position. Patient had to be placed into another ICU bed before the CT could be completed. No patient harm.